Event description:
It was reported that the patient underwent pelvic surgery in 2004, post-operatively, the patient presented with mesh exposure of mild intensity and 2 to 3 mm in size. The exposure was located on the posterior vagina and at 2 cm of the vulvar fourchette. The patient was treated 6 mos later for 10 days with agno3 application and colpotrophine was given 6 months later at the 12 month follow up visit. The mesh exposure is still on-going.